Event description:
There was an allegation of questionable hdlc4 hdl-cholesterol plus 4th generation and creatinine results for 2 patient samples on a cobas 6000 c501 module. The customer questioned the initial results and repeated the samples. For sample 1, the initial hdlc4 result was 134.7 mg/dl. The repeat result was 43.6 mg/dl. For sample 2, the initial creatinine result was 9.00 mg/dl. The repeat result was 2.07 mg/dl. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The hdlc4 reagent lot number was 658183 with an expiration date of 31-jul-2024. The creatinine reagent lot number and expiration date were not provided. The field service engineer (fse) found that a vacuum tube had split open at the cell rinse station and replaced it. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.